Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the v60 battery is out of work. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
H10: the device was not in use on a patient at the time of the event, as the event was reported by the field service engineer. There was no patient harm or injury reported. The customer requested that a philips remote service engineer (rse) provide additional assistance. The rse advised replacement of the backup battery. The battery was replaced to resolve the issue. The information provided by the evaluation determined the device failed to meet specifications. Following the repair, the device was returned to the customer to be placed back into service. The root cause was related to lithium battery failure.